Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for shaft separations reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous mid diagonal artery. When the 3.5x23 mm xience xpedition was unpacked it was observed that the hub had detached from the shaft. There was no resistance reported during removal of the device from the hoop. The device could not be used on the patient. Another device was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.